Event description:
It was reported that the target lesion was moderately tortuous and heavily calcified with 99% stenosis. After a guide wire crossed the lesion, a 1.2 x 6 mm mini trek balloon was advanced and the balloon was inflated. However, the balloon ruptured during the first inflation at 6 atmospheres (atm). The device was exchanged for a 1.0 mm non-abbott balloon catheter and dilatation was performed. Rotational atherectomy was performed and the procedure was concluded, because no other devices were able to cross the lesion. There was no report of a clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, gland slam, floppy; guide cath: taiga 6fr ebu3.5. The customer reported that the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all available relevant information.